Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. Upon interrogation, the atrial lead exhibited threshold and impedance anomalies. The lead was found to be dislodged. The lead was successfully explanted and replaced. The patient was in good condition.